Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How many procedures/patients were affected by this issue? For each patient event, how many devices exhibited the alleged deficiency? If possible, please confirm or estimate how many sutures broke and how many were pulled out from the tissue. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Were there any patient consequences? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cardio vascular procedure on an unknown date in 2026 and suture was used. The suture was breaking, and the needle was pulling the suture thread off. There were no patient adverse event. Product is available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: I do not know how many surgeries were affected by the suture breaking. I estimate that 6-8 sutures broke I total across 3 different surgeons. The breakages occurred while pulling the suture through tissue. There were no patient complications due to the breakages. I was told about the breakages by the chiefs of vascular surgery at km(please refer to the attached email). He is a vascular surgeon. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.